Event description:
Additional information was received. It was reported that the patient¿s chronic pain was being managed stably with her intrathecal system; however, she had exhibited withdrawal symptoms likely due to an intrathecal catheter disruption at the anchor. The patient manifested withdrawal symptoms that intensified over two weeks and were accompanied by increased pain in her leg. The patient was brought in for a dye study; however, the healthcare provider (hcp) was unable to aspirate any cerebrospinal fluid (csf). In addition, the hcp noted a significant resistance to pushing the dye into the catheter. Upon injecting 3ml of the contrast dye, there was an obvious leakage of dye seen at the anchor in the lumbar area. The hcp made an incision over the old spinal incision and dissected down to the anchor. As he got to the anchor and slowly dissected around it, he noticed that there were small chunks of plastic. The hcp dissected the catheter out and pulled the proximal segment of the catheter out of the spine with the tip intact. He cut off the end of the catheter, including the anchor, to visualize it more carefully. It was seen that the anchor was intact and that the dissolving came from the catheter. The hcp had never seen this type of dissolving, but it appeared that the catheter was falling apart or dissolving into little bits around the anchor. It was noted that the catheter was over eight years old and the hcp was concerned about potential dissolution of the catheter along the way, so the decision was made to replace the catheter in its entirety. A new one-piece intrathecal catheter was advanced into the patient¿s spine to the t10 level and good csf flow was seen. The patient felt no pain or discomfort during the advancement of the catheter and was also able to move her legs without any discomfort or heaviness. The old catheter was disconnected from the pump and a new sutureless pump connector was used to connect the pump to the newly implanted catheter. At that time, the pump¿s flex rate programming was changed to a simple continuous rate and the total rate was reduced by 43%. The plan was to admit the patient to the hospital, as with the catheter disruption, it was unclear if the patient could be given too much or too little medication. There the patient would be monitored for potential withdrawal or oversedation. The new catheter volume was then primed over twelve minutes and the patient was taken to the recovery room in stable condition. It was indicated that, four months later, the patient had a new onset of severe low back pain and bilateral hip pain. At that time, the patient was brought into the clinic for an intrathecal catheter dye study. When the hcp attempted to aspirate csf out of the side-port, only a very tiny amount of clear fluid came out and it was less than 0.2ml. Despite holding negative pressure for a prolonged period of time, the hcp was unable to aspirate anything more than that. He then injected approximately 0.1ml of contrast into the catheter and waited for a minute or two. At that point, the patient did not notice any difference, so he injected another 0.1-0.2ml. The patient began to feel numbness in her feet and coming up the backs of her legs. The hcp waited before injecting anymore volume for another minute or so, with her feeling the numbness essentially only up to the lower buttock area. When he felt that the level had stabilized, he began to slowly push more contrast while looking at the catheter under fluoroscopy. There was a clear myelographic appearance noted in the lateral views of the thoracolumbar spine, which indicated that the contrast had gotten into the spinal fluid space without any obvious locations along the catheter where the dye was extravasating. It was stated that it was not difficult to push the contrast through the catheter, but when the hcp tried to aspirate again, he still couldn¿t aspirate anything. After having given about 3ml of contrast, the hcp decided to send the patient for CT scanning, which was more sensitive, to look for any contrast extravasation. The CT was performed because the hcp could not explain the inability to aspirate csf and to check the catheter tip for any granulomatous material that may be obstructing the end. At that point, the patient¿s legs were quite weak and she was numb up to her buttocks area, but not beyond. The patient was taken to the recovery room for 30 minutes to assure stabilization of the level, prior to moving to the cat scanner. At some later time, the patient was exhibiting ¿symptoms of inconsistent flow rates¿. While using intrathecal dilaudid and bupivacaine for many, many years, the patient had remained stable, but had become ¿symptomatic of variable flow rates¿. The prior dye study had shown poor dye flow and the partial revision did not seem to clear it up. Since her ¿flow rates¿ had not improved, the decision was made to go ahead and revise the entirety of the catheter. The plan was to first place the new intrathecal catheter with the patient awake to assure integrity of her spinal cord and then give her deeper sedation and/or general anesthesia. The incision was made at the old scar, taking it down 1-2cm and dissecting out from there. The older catheter was identified so that the hcp could stay away from it. It was indicated that the patient felt no pain or discomfort during the advancement of the new catheter and was also able to move her legs without any discomfort or heaviness. The patient was then deeply sedated and the catheter was anchored. The old catheter was dissected out fully with its butterfly anchor and slowly pulled it out with the tip intact. The old catheter was taken off the end of the pump and the new catheter was attached using the sutureless pump connector piece. Good csf flow was seen coming from the catheter and the surgery was completed with minimal blood loss. The pump was reprogrammed to give a priming bolus for the newly implanted catheter volume over thirteen minutes and the simple continuous rate was reduced by 43%. It was indicated that the patient was taken to the recovery room in stable condition. However, because of the inconsistency of the flow rates, the decision was made to admit her overnight for observation to monitor for signs of overdose or underdose. It was reported that the catheter was replaced in (B)(6) 2012. Two days later, it was reported that the patient had a partial catheter revision in (B)(6) 2012, where the distal segment of the catheter was replaced and a new partial segment was spliced and connected. The patient was getting better, but continued to experience increased pain. The entire catheter was replaced on (B)(6) 2012 and the pain was relieved.

Manufacturer narrative:
Analysis of the catheter body revealed a hole caused by deep abrasion. The anchor was received still attached to the catheter body with a certain amount of tissue still attached to the anchor. An anomaly could be seen on the proximal side of the anchor in a location 18.0 cm from the distal tip. After the tissue was removed by the decontamination process a better view of the anomaly could be seen. A wear hole was seen and appears to be due to abrasion. Residue was also seen near this hole and gave the area of the anomaly an unusual look. This residue was slowly moved away which showed the residue was not part of the catheter material but rather more likely to be dried drug. On the opposite side of the anchor, there was also a slight abrasion mark on the catheter body.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter; product ID neu_unknown_cath, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The patient experienced increased pain over the prior few weeks. A dye study was performed and revealed a leakage in the catheter. The patient was brought to surgery and the catheter was observed to be coming apart near the anchor site; there were pieces of the catheter coming off. The entire catheter was replaced. It was stated that the patient recovered without sequelae. The pump contained hydromorphone 10 mg/ml, 2.6 mg/day, and bupivacaine 40 mg/ml, 11 mg/day.

Manufacturer narrative:
(B)(6) 2005, explanted: (B)(6) 2012, product type catheter. Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received.